Manufacturer narrative:
H3 device evaluation 3331 device history record (DHR) review the device history records indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_ 13.2 implantable collamer lens of diopter -8.50 as an exchange lens into the patient's right eye (od) to resolve glare/haloes and lens dislocation/subluxation on (B)(6) 2024. On (B)(6) 2024 the lens was explanted. The problem was resolved. Reportedly, "one size up and it was fixed, vertically, but at the time of examination the day after surgery, it was rotated and fixed horizontally and still deviated downward. So, the lens was removed." The cause of the event was reported as patient related factor - "suspected ciliary band fragility due to trauma."

Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).